Manufacturer narrative:
A philips service engineer was not able to evaluate or repair the device. The customer declined service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a volume reading error. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a volume reading error. The device was sent to bench repair. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device at bench and discovered that there were problems with the revolutions per minute (rpm) of the blower, indicating that the blower was not working correctly; the air system did not deliver the correct data when blowing, causing a failure in the air flow. The customer declined service and repair. An inquiry for the return of the unrepaired device was sent to the customer. This investigation is ongoing.